Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported cracks on the insulin pump by the reservoir. The blood glucose reading is 414 mg/dl. Furthermore, customer found air bubbles in the tubing and low reservoir alarms. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No air bubble anomaly was noted during the occlusion test. The low reservoir alarm functioned properly. The insulin pump had a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.